Manufacturer narrative:
Method: the xenograft was not returned for evaluation. Therefore, a comprehensive re-review was conducted of manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results: there were two departures noted during records re-review for lot mp151901. One departure was associated with exceeded bioburden action limit. However, additional bioburden testing was performed. All results were within tolerance limits. The second departure was associated with exceeded storage temperature at the abattoir. A risk analysis showed that there was no risk to the product. Therefore the graft associated with this complaint was not negatively impacted by these departures. Serial ID (B)(4) met all rti/tmi specifications and release criteria. Xenografts manufactured from lot mp151901 underwent a validated sterilization methodology: tutoplast¿, which includes terminal sterilization by gamma irradiation after packaging. Environmental data and records generated during and around the time of processing for the lot were acceptable. To date, rti/tmi has manufactured 43 xenografts and distributed 41 xenografts from lot mp151901 without related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complications were associated with an event or source extrinsic to the xenograft implant.

Manufacturer narrative:
Method: the xenograft was not returned for evaluation. Therefore, a comprehensive re-review was conducted of manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot. Results will be provided in a follow up report once the investigation is completed. Device remains implanted.

Event description:
On 03/13/2017, rti surgical, inc (rti) was notified of a complaint indicating that a (B)(6) years old female patient, with a history of a desmoid tumor, underwent a hernia repair with implantation of a fortiva porcine dermis xenograft on (B)(6) 2017. The patient developed an abdominal wall infection on (B)(6) 2017, presenting with fever, nausea, abdominal pain and purulent drainage from the abdominal wound. There was a percutaneous drain in place. Culture from fluid collected from the drain was positive for staphylococcus aureus and gram negative bacilli. A CT scan of the abdomen was performed on (B)(6) 2017 showing a fluid collection associated with the abdominal mesh and a percutaneous drain in place (recommendation was made for interrogation of the catheter function). The patient was administered ertapenem, vancomycin and zosyn intravenously. Additional information has been requested. To date, no additional information has been provided for review.